Manufacturer narrative:
Health impact-f2203-imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side textured to smooth implant exchange and rupture. Device has been explanted.

Event description:
Healthcare professional reported right side textured to smooth implant exchange and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, an opening on radius, crease fold, wear abrasion, and observed 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified: a crease sharp opening on radius and stress marks. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening.